Event description:
It was reported that the system was explanted due to a pocket infection on (B)(6) 2018. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.